Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) was confirmed. Upon investigation, the trunk cable was cut and the electrode belt failed incoming functionality testing. The cause for the failure was isolated to severed green (+3.3v), yellow (pgnd), white (drvn gnd), red (can h), and blue (can l) wires in the trunk cable. The root cause for the severed wires and cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.